Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received for investigation. According to the device explant report form the user had no benefit.

Manufacturer narrative:
Based on the information received, the problem was device unrelated. The user was reported to exclusively communicate via sign language in a community of deaf people and therefor requested the explantation. Device investigations did not reveal any device defect which is expected to have been present whilst implanted, apart from two minor electrode breakages likely caused by device minute mobility. These damages did not negatively impact device functionality, as in situ measurements showed a functional device before explantation. This is a final report.

Event description:
Explanted device received for investigation. Reportedly the user communicates exclusively via sign language in a community of deaf people, therefor the implant is not beneficial for the user. Further, the recipient requested to have the device removed.